Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose. The blood glucose reading was 27 mg/dl. It was stated that the customer was at her medical doctor's office prior to being hospitalized and the insulin pump was having a problem priming. The customer then left the doctor's office and experienced the low blood glucose while driving. Nothing further was reported.